Event description:
A customer reported receiving imprecise readings on her precision xtra/optium blood glucose meter. The customer reported obtaining the readings of 23 mg/dl and 132 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.